Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 99 mcg/day via an implanted pump. It was reported the hcp was unable to aspirate the catheter. The catheter was replaced with a new 8780 on (B)(6) 2021 and the previous catheter was discarded. It was further reported the patient was experiencing withdrawal symptoms. The physician was unsuccessful at aspirating cerebrospinal fluid (csf) from the catheter. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available.